Event description:
It was reported that the customer had a high blood glucose and a low blood glucose on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that he still has radical sugar changes and doesn't know how to change that. The customer said that he has always had fast changing blood glucose but continues to work with his physician. The customer declined the helpline today and want document only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.